Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation it did infuse and alarm as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that they the pump was over heating and shutting off during feeding. They stated that the pump did not alarm. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for investigation, the complaint could not be confirmed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they the pump was over heating and shutting off during feeding. They stated that the pump did not alarm. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).